Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the handle was jammed. Handle was found stuck on the bottom roller. The event occurred during decontamination/sterile processing. There was no patient involvement.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d2, g7, h2, h3, h6 and h10. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that the handle was jammed. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. Product review of the skin graft mesher by zimmer biomet australia on december 12, 2019 revealed that the handle was stuck on the bottom roller but it was able to be removed. The ratchet gear was damaged. The comb was damaged on the handle side of the device. The calibration and sample mesh could not be taken due to the damaged comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet australia on (B)(6) 2019 which included replacement of the ratchet pin, ball detents, ratchet gear, and comb. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested while the returned product investigation confirmed that the skin graft mesher had a jammed handle due to a damaged ratchet gear, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after ratchet pin, ball detents, ratchet gear, and comb were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the handle was jammed. Handle was found stuck on the bottom roller. The event occurred during decontamination/sterile processing. There was no patient involvement. No adverse event was reported as a result of this malfunction.